Event description:
Patient presented to the physician with the stimulation lead eroded through the skin at the neck incision site. Physician brought the patient into the or, repositioned the stimulation lead beneath the tissue, irrigated the area with antibiotic solution, and closed. Postoperative antibiotics were prescribed after the procedure was completed.